Manufacturer narrative:
H3: the balloon catheter was returned for analysis in two segments. Analysis confirmed balloon separation. The first segment included the catheter main body to the manifold of the proximal bond. The second segment included the balloon portion and tip. Observation of the device at the point of balloon separation from the device main body showed severe elongation of both the inner and outer shaft. There was a device length increase of approximately 41.9cm (31%) from the original specification length.

Event description:
The balloon catheter was used a lower leg angiogram of the superficial femoral artery (sfa). Following crossing the lesion and ballooning, the balloon detached from the catheter and had to be retrieved via a snare. The balloon was fully removed from the patient without harm. The balloon was used to complete the procedure. Additional information indicated the balloon was prepped per IFU and there was no indication of device damage. The site confirmed negative pressure was held during loading and movement to the target lesion. There was no indication of negative pressure loss during loading. The target vessel had moderate calcification with a lesion length of approximately 60-80 mm. The degree of stenosis was noted to be moderate. The reported issue occurred after the initial inflation. The procedure was considered successful. The length of procedure delay was reported to be 10-15 minutes. The patient was reported to be stable without issue.